Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿vent blocked creating vacuum in bag / poor interfaces with connections". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the customer placed a wideband male external catheter last night and was on for an hour and a half. The patient urinated and felt leaking, and when they urinated again 45 minutes later, they felt the adhesive getting loose and wet, so the catheter was removed, cleaned, and replaced with a second catheter. The second one urinated about 45 minutes after being placed, and the user stated it blew right off. And the 3rd male external catheter placed finally worked all night and also confirmed that they urinated multiple times with the third one on. The representative spoke with the customer and walked them through the placement process, making sure their skin was clean and dry and it start at the tip of the penis and rolls on. Also, making sure to apply pressure squeezing to ensure the adhesive secure. When they placed the male external catheter initially, they felt secure and confirmed that the catheter fit with no wrinkles and was not too small. Per follow-up via phone on 22-sep-2022, it was reported that the drain bag was not venting and did not release urine as it should.

Event description:
It was reported that the customer placed a wideband male external catheter last night and was on for an hour and a half. The patient urinated and felt leaking, and when they urinated again 45 minutes later, they felt the adhesive getting loose and wet, so the catheter was removed, cleaned, and replaced with a second catheter. The second one urinated about 45 minutes after being placed, and the user stated it blew right off. And the 3rd male external catheter placed finally worked all night and also confirmed that they urinated multiple times with the third one on. The representative spoke with the customer and walked them through the placement process, making sure their skin was clean and dry and it start at the tip of the penis and rolls on. Also, making sure to apply pressure squeezing to ensure the adhesive secure. When they placed the male external catheter initially, they felt secure and confirmed that the catheter fit with no wrinkles and was not too small. Per follow-up via phone on (B)(6) 2022, it was reported that the drain bag was not venting and did not release urine as it should.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.